Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. The treatment tip and datacard logs were returned for evaluation. Based on the evaluation of the data, the handpiece and system performed as expected. Some technique related issues were shown however, most likely did not result in this event. When the system detects a condition that interrupts treatment, a system error code is displayed. These system error codes provide an error code number and instructions for how to respond to the error. In the event of a system error, customers need to intervene to proceed. Based on the evaluation of the data, the handpiece and system performed as expected. There were 23 error codes that fell in between 131 and 136. This was possibly due to improper technique. During the evaluation of the treatment tip, service confirmed damage on the tip membrane along the radio frequency trace. Solta medical has confirmed a low incidence (less than 1%) of patient burns associated with radio frequency trace damage of the treatment tip which contacts the patient during the thermage cpt procedure. This damage is caused by stress concentrations on the flex assembly at the adhesive edge that damage the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. Based on the available information, patient burns and blisters were most likely caused by damage on the tip membrane along the radio frequency trace.

Manufacturer narrative:
An evaluation of the treatment tip has been completed. The tip passed flow test. The tip passed leak, and visual inspection. A burnt trace was observed on the surface membrane and dielctric breakdown was observed. A review of the manufacturing records is in progress. Based on all available information, no causal factors can be determined and no conclusions can be drawn.

Event description:
A doctor¿s office reported that a patient experienced blisters on their face after undergoing a thermage treatment. No medications or anesthetic were administered prior to treatment. The blisters were noticed once the procedure was completed. Polysporin and ice packs were applied immediately after treatment to treat the blisters on the right and left cheeks. Flamazine was prescribed. The patient is currently still experiencing blisters and possible hyperpigmentation. It is unknown at this time if they will have permanent damage or scarring. During the treatment no system errors occurred. The highest energy level used was 3.5. 5 bottles of coupling fluid was used during the treatment. The treatment tip was inspected prior to use and after every 50-60 reps, nothing unusual was noted. This was the first time the tip was used.